Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported the patient fell out of their wheel chair about a week and a half prior to the report (end of (B)(6) 2017). When they fell they landed in such a way that the ins stopped. The patient's doctor was contacted and the doctor wanted to find out if the lead got pulled so an x-ray was performed. The results of the x-ray were not provided. The patient was also scheduled to meet with a manufacturer representative (rep) on (B)(6) 2017 at their next appointment to check the device. No symptoms were reported. Other medical information pertaining to the patient was noted to include an oral surgery was recently performed, which made scheduling the x-ray difficult. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is all set and device functioning normally after por reset. No patient symptoms or complications were reported. Additional information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient met with the manufacturing representative (rep) and the machine was up and working for a week. Now the patient is in extreme pain and turning up the voltage causes more pain. He had a pain episode this past weekend from this report. Monday was not the greatest. Tuesday and wednesday were better. When he turned the intensity up it was even worse. The patient also reported difficulty controlling his bladder if he raises the amplitude. No further patient symptoms or complications were reported.